Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer was using a fitbit to retrieve cgm readings. Customer referred to dexcom for troubleshooting, and advised to call tandem customer technical support should the issue continue. No additional patient or event information was available.